Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 33 mg/dl. The customer was treated with juice. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 33 mg/dl. The customer is instructed by the helpline to fully charge the mini link. Customer stated the pump is communicating with the transmitter. The customer already metered her blood glucose and the pump is working fine.